Manufacturer narrative:
Displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test were not performed due to constant motor error alarms during rewind. Motor failed motor test. Problem isolated to motor. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose was not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6).